Event description:
The customer reported the au480 clinical chemistry analyzer was leaking from right side of analyzer, and six (6) erroneous patient results were generated for multiple assays which includes glucose (glu), blood urea nitrogen (bun), creatinine (cre), bicarbonate (co2) and calcium (ca). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 chemistry analyzer. The fse inspected the analyzer for leak and was unable to observe any leaks. The fse found spiral and l- shape mixing bars were scratched from the bottom section of mixing bars. The fse replaced the spiral and l-shape mixing bars to resolve the issue. The fse performed system performance verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).